Manufacturer narrative:
There is no medical device type for this device as it is manufactured outside the us and not sold in the us. PMA / 510(k) #: there is no 510(k) for this device as it is manufactured outside the us and not sold in the us. Bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. Additionally, bd was unable to determine the specific lot number associated with this complaint. Therefore, a review of the device history record could not be conducted.

Event description:
It was reported that bd vacutainer® k3e 5.4mg plus blood collection tubes were under filling.